Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 100% stenosed, chronically occluded, target lesion was located in the proximal left anterior descending (lad) artery and extending into the distal left circumflex (lcx) artery. The patient's coronary anatomy was noted to be mildly calcified and moderately tortuous. The vessel diameter was noted to be 2.7mm in length with the lcx portion of the target lesion measuring 42mm in length. Vascular access site was obtained via the right radial artery. The lcx was predilated with a 1.25x15mm non-bsc balloon and a 2.5x15mm non bsc balloon to 18 atms, 4 times for 9 seconds with residual stenosis noted to be 60%. A taxus liberte (mr) ous - 16x2.75mm drug eluting stent was advanced to treat the target lesion; however, resistance was encountered and the device was not able to cross the lesion. Upon removal, it was noted that the stent struts were "raised." A 2.5x14mm non-bsc stent and a 2.75x30mm non-bsc stent were implanted with overlap in the lcx. A 3.0x33mm non-bsc stent and a 3.5x24mm non-bsc stent were implanted in the lad. There were no patient complications reported with the patient's current condition listed as "stable."

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual and microscopic examination of the returned device identified proximal stent damage; the struts on rows 1 to 3 from the proximal edge were raised distally. Severe kinks were identified along the entire length of the shaft. Visual and microscopic examination of the balloon and tip sections revealed no issues that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).